Event description:
Using pressure monitoring set edwards tru wave vmp306px. All of a sudden there was air into the system out of nowhere. No blood would draw only air would draw. This was used in conjunction with the argyle umbilical vessel catheter - 3.5 french / ref # 8888160333.